Event description:
Device 1 of 5. Reference MFR report#1627487-2015-08155. Reference MFR report#1627487-2015-08156. Reference MFR report#1627487-2015-08157. Reference MFR report#1627487-2015-08158. The patient received two model 3166 (off-label use) pns leads with the same lot number. It was reported during reprogramming the rep was unable to capture coverage to the desired areas. As a result, surgical intervention was undertaken on (B)(6) 2015. The physician repositioned the right supra-orbital lead. Effective stimulation was restored postoperatively. The issue is resolved. Note: all possible pns leads are being reported as it was undetermined which lead has the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.